Manufacturer narrative:
Subject: consumer's (B)(6) son drank liquid reagent from tube of qv otc kit. No symptoms of discomfort. Advised to contact physician. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Consumer's (B)(6) son drank liquid reagent from tube of qv otc kit. No symptoms of discomfort. Advised to contact physician.

Event description:
Consumer's (B)(6) son drank liquid reagent from tube of qv otc kit. No symptoms of discomfort. Advised to contact physician.

Manufacturer narrative:
Subject: consumer's (B)(6) son drank liquid reagent from tube of qv otc kit. No symptoms of discomfort. Advised to contact physician. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.